Event description:
It was reported that the patient presented to the hospital for a scheduled procedure. During device preparation, it was found out that both right ventricular (rv) and right atrial (ra) leads exhibited loss of capture. Both leads were capped on 05 jun 2024. The patient was recovering post procedure.